Event description:
A cartridge change error was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer, guided by technical support, inspected the cartridge and pump, cleaned the relevant areas, and successfully reattached and loaded the cartridge, resuming insulin delivery.